Manufacturer narrative:
H3: product evaluation: lens was returned with moisture within a microcentrifuge vial. Visual inspection found a haptic bent lens. Dimensional inspection found the lens to be manufactured within specifications. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was later repositioned, which did not resolve the issue. The lens was later exchanged for same size, different power lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to reposition, remove, and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)